Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the vad coordinator that, the patient came into the hospital for a blood test, and this time he communicated to the lvad service team he had experienced both red heart and yellow wrench alarms three days prior; however, he did not call the lvad service. The patient was admitted to the hospital for monitoring and was placed on pneumatic actuation using a stroke volume limiter (svl) and drive console. The waveform evaluation revealed bearing wear. A week later, the patient received a transplant.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.